Manufacturer narrative:
This report is submitted on january 21, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to hissing sound and poor performance. The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
This report is submitted on july 08, 2022.